Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-01741. Related manufacturer report number: 2017865-2020-01742. It was reported that the patient experienced syncope and presented in clinic. Upon interrogation, the right atrial (ra) and right ventricular (rv) leads exhibited noise; additionally, high capture threshold was noted on the rv lead. The ra lead was capped and replaced on (B)(6) 2020 and the rv lead would be monitored. During the procedure, it was noted that the ra lead set screw was stuck and appeared to be crossthreaded; the device was explanted and replaced. The patient was in stable condition.